Event description:
It was reported that the trial bearing was found fractured during sterilization. There was no reported patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6 the following section was corrected: d4, h4 the reported event was confirmed via product return. Visual examination of the returned product identified signs of repeated use in the form of scratches on the articular surface and deformation near the extraction hole. The device is found to be fractured with not all pieces returning. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. The device has a potential field age of over 6 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.